Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the peritonitis and to change the pd catheter. The cause of the peritonitis event was not reported. Treatment for the peritonitis event was not reported and it was also not reported if the patient had recovered. The action taken with dianeal and extraneal therapies was not reported. No additional information is available.